Manufacturer narrative:
Patient weight and lot number updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ¿screw slipped¿ referred to damage on the head of the screw.

Manufacturer narrative:
One screw was returned. The head of the screw was damaged. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw ¿slipped¿ intra-operatively. The screw was replaced and there was no injury to the patient.